Event description:
Pt in surgery for hysteroscopy, d&c (dilatation and curettage), endometrial ablation. Ablation to be performed with novasure device. Scrub rn noted that while the surgeon was removing the device from the cervix, the ablation net was still deployed and not in the sheath. The surgeon removed the device and pulled the sheath back over the ablation device before reinserting it. Another surgeon was called into the case and confirmed that the device was not working properly. The novasure rep was contacted during the case and spoke with the surgeon via phone. Ultimately, another novasure device was obtained and the procedure was completed. No patient harm resulted.